Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: distal femur axial pin and poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial hinge component, canal-filling stem, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00039, #3013450937-2022-00040, #3013450937-2022-00041, #3013450937-2022-00042, #3013450937-2022-00043, #3013450937-2022-00044.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated/corrected: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: distal femur axial pin and poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial hinge component, canal-filling stem, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported.